Manufacturer narrative:
System evaluation / repair: the system was evaluated and the customer's report of aiming beam adjustment issues could not be confirmed. The aiming beam was tested through low to high settings and found to be responsive and properly adjusting. The system was tested and verified to specification.

Event description:
It was reported that during a prostate procedure, the device aiming beam could not be adjusted. The case was completed using an alternate procedure (turp). Patient outcome: "ok" - there was no injury reported.